Event description:
It was reported when the healthcare professional pulled the device back from the insertion site it was found that the needle did not retract and was still sticking out. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The sample was received without the base. A test could not be performed due to the fact that the samples received for evaluation were previously used. Any attempt to reprocess the device for subsequent re-use may adversely affect the integrity of the device or lead to deterioration in performance. The root cause could not be determine since the complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operated of the device is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).